Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
.

Manufacturer narrative:
Date: (B)(6) 2015. Date: (B)(6) 2016. Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.